Manufacturer narrative:
Additional information the balloon burst on first inflation. The procedure was completed. Product analysis: the balloon returned deflated. The balloon folds were expanded. There was blood visible in the balloon and inflation lumen. There was no stretching evident to the proximal balloon bond. There was no deformation evident to the distal tip. The balloon failed negative prep. On pressurization of the device, liquid was observed exiting the distal section of the balloon material. The balloon failed to maintain pressure. Upon visual inspection of the device, there was a short longitudinal tear on the balloon material directly above the distal markerband. There was no lead in scratches evident proximal or distal to the tear site. There was no other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Image review: an image shows a lesion in the distal lcx. A balloon is delivered and the lesion is pre-dilated. An image show a stent being delivered to the lesion, the stent is then removed. Further pre-dilations are performed at the distal area of the lesion. The image shows a stent being delivered to the proximal vessel. An image then shows a balloon being delivered to the distal vessel. Contrast is visible exiting the distal end of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a euphora rx ptca balloon catheter to treat a lesion. It is reported that the balloon was inflated to 6 atms and burst. The patient is alive with no injury.